Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line/set) alarm occurred while a patient was performing therapy on a homechoice device and a disposable cassette. The patient was connected during the time of the event. During troubleshooting, it was determined that there was a leak coming from the cassette line. It was reported that when the event occurred, the patient powered off the device and noticed some fluid underneath. The patient disconnected from the device and completed therapy with manual supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.